Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2020.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: a word document with a picture was received for analysis. Upon visual inspection of picture, five opened folders of product could be observed and no breakage suture could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused a suture rupture in the procedure since, the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Events of medwatch reported in mwr-2210968-2020-09721, 2210968-2020-09723, 2210968-2020-09724, and 2210968-2020-09725 a manufacturing record evaluation was performed for the finished device batch number am6175, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2020. Additional b5 narrative: it was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) of 2020 and suture was used. During the procedure, the suture broke. The procedure was successfully completed. There were no adverse patient consequences reported. No additional information was provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.